Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Summary: the authors report on 7 pts (out of (B)(4)) with newly developed back pain after successful subthalamic nucleus deep brain stimulation (stn-dbs) and discuss the pathogenesis of newly developed back pain between (B)(6) 2003 and (B)(6) 2008 that developed 2 weeks to 5 months after surgery. Reportable event: diagnostic imaging of the spine, lumbar x-ray, CT or MRI, revealed various lumbar spine pathologies such as lumbar disc herniation, lumbar spinal stenosis, scoliosis, spondylolisthesis, and old compression fracture. Two pts subsequently underwent lumbar surgery for their lumbar pathology, the authors performed lumbar laminectomy and discectomy for disc herniation, and laminectomy and pedicle screw-rod fixation for spondylolisthesis. One pt was treated with epidural injection, and the other four pts were treated conservatively with analgesic medication. The authors reported that the back pain was controlled well in all the pts.